Event description:
It was reported the top piece of the pituitary broke off during surgery and was recovered by the surgeon. No patient complications reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The upper dynamic jaw is broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with witness marks and a fracture morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.